Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter allegedly broke upon insertion. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter allegedly broke upon insertion. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 19cm hemosplit d/l catheter was returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. In addition to the returned sample, one electronic photo was provided for review. The investigation is confirmed for the reported fracture and identified material separation issues as a complete circumferential break was noted in the bifurcate. The surface of the complete circumferential break of the white luer in the bifurcate was noted to be granular and glossy. During tactile evaluation, a partial split was found near the distal end of the white luer extension leg prior functional testing. Also, a leak from the split on the extension leg near the bifurcate was noted. Further, the photo review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : se h10.